Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The attorney alleges that the patient experienced inflammation as an alleged result of a defect with the composix l/p however did not allege any specific device failure. Regarding inflammation, inflammation is a known inherent risk surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A sample was not returned for further evaluation. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney and the implant operative report: on (B)(6) 2010 - a (B)(6) male presented with reducible ventral hernia above the umbilicus and underwent a laparoscopic ventral hernia repair with mesh. A bard/davol composix l/p was implanted in the patient during this surgery. The mesh was then tacked circumferentially to the anterior abdominal wall with a non-bard/davol 5mm protack with the tacks placed 1cm apart and 1cm off the edge of the mesh. As reported per the implant operative report, "during the exploration of the abdominal cavity revealed a 3 x 4cm ventral hernia superior to the umbilicus. Omentum was herniating through the umbilicus. It was reduced using manual dissection of the abdominal wall. The falciform ligament was ligated using the harmonic scalpel." The patient's attorney alleges that "as a result of the defective device, the patient has suffered pain, swelling, inflammation and general damages."